Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was misassembled. The white and blue clamps were not correctly placed. The patient detected this issue during therapy, and the product was replaced to continue treatment. There was no patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
Correction: the reported problem was intended for the ultra set disposable disconnect y-set and not for the transfer set. One sample was received for evaluation. A visual inspection with naked eye noted that the blue and white clamps were assembled on the incorrect tubing. The reported issue was verified. The cause of the condition was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.